Manufacturer narrative:
On (B)(6) 2013, dr (B)(6) stated that the patient had remained stable overnight and an echocardiogram performed that a.m. Showed that the perforation had sealed and there was no further effusion. The patient was scheduled to be discharged home that afternoon.

Event description:
During a procedure on a calcified left circumflex coronary cto, the patient experienced an epicardial perforation which required coils to be placed and a pericardialcentesis to treat. It is reported that during a procedure on a cto lesion in the lcx, the crossboss catheter was used without difficulty and crossed the cto lesion via the true lumen into the 2nd obtuse marginal branch of the lcx artery. The crossboss was retracted back and antegrade attempts were made to access the 1st obtuse marginal branch. These attempts were unsuccessful; the decision was made to access the 1st om via a retrograde approach through the epicardial collateral. The crossboss catheter was removed and not used further in the procedure. The epicardial collateral was crossed using a sion guidewire and a corsair catheter, at one point, the corsair catheter tip prolapsed in the epicardial collateral and was redirected back to the forward position and the procedure was completed with the 1st om being accessed and the cto lesion being treated with stent deployment resulting in a successful treatment of the cto. All devices were removed and final angiograms were performed which showed a perforation with extravasation in the epicardial collateral at the area where the tip of the corsair had prolapsed. An echocardiogram performed at this time, confirmed effusion into the pericardial sac. The decision was made to implant occlusion coils in the epicardial collateral at both the antegrade and retrograde accesses. The antegrade coils were placed without difficulty, some difficulty was noted in placing the retrograde coils and the decision was made to perform a pericardialcentesis, this was performed without difficulty and the retrograde coils were deployed. The patient remained stable throughout the experience and was admitted to the hospital for observation.